Event description:
Caller reported experiencing cgm error 42 with their device, noting the last date on the pump was recorded as (B)(6) 2025. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with comprehensive pump reset information and guided them through the reset process, after which the error did not reappear. The caller successfully started a new sensor session, resolving the issue.